Event description:
Tesio cannula in internal right jugular infected. During removal of tesio catheter, the catheter broke off. Approx 20 cm piece of catheter lodged in the superior vena cava and right atrium. Pt immediately underwent a percutaneous removal of the broken catheter. The procedure was successful, with no complications noted. Culture of the catheter top shows growth of staphylococcus aureus.